Manufacturer narrative:
Approximate age of device ¿ 6 years and 3 months. A portion of the percutaneous lead was received for investigation. The explanted lvad is expected to be returned for evaluation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that during equipment inspection in clinic, low speed operation alarms were observed on history. Review of the patient¿s system controller log file by a representative of the manufacturer¿s technical services low speed events while connected to just the white power lead of the patient cable were observed. This appeared to be an issue with the percutaneous lead with a short to shield. External percutaneous lead x-rays were obtained and revealed some suspicious areas at the distal end bend relief. On (B)(6) 2018 technical services performed distal end percutaneous lead (driveline) replacement. The entire external portion of the driveline was replaced. System controller history interrogation performed by the hospital clinician post driveline replacement while the lvad was on the grounded patient cable revealed another low speed operation. Technical services reviewed the submitted log file and confirmed the pump speed did drop below the low speed limit (lsl). Per technical services, this would indicate the issue was not with the external section of the driveline that was removed, but internal. On (B)(6) 2018 he patient underwent pump exchange due to continued low speed events post-driveline replacement.

Manufacturer narrative:
The explanted lvad was received for investigation on (B)(6) 2018. The replaced segment of the driveline and the explanted pump were returned for evaluation. The replaced portion of the driveline was evaluated and did not reveal any issues that would have contributed to the events captured in the log file. Electrical continuity testing did not reveal any discontinuities or shorts. High potential testing did not reveal any insulation breaches that would have contributed to an electrical short. Evaluation of (B)(4) confirmed driveline damage that would have contributed to the low speed events captured in the log files. The pump was returned assembled with the driveline cut approximately 1.5¿ from the pump housing and the distal portion was returned measuring approximately 35¿. The sealed inflow conduit and sealed outflow graft conduit were not returned. The outlet elbow was attached to its respective pump port. A driveline repair was present approximately 22¿ from the controller connector. The driveline was tested for electrical continuity and no discontinuities or shorts were found. Visual examination of the driveline revealed a breakdown of the metal braided shield approximately 5" from the pump housing. Disassembly of the repair site did not reveal any issues. The underlying wires showed insulation breaches to the black and green wires approximately 6" from the pump housing. No other insulation breaches were identified. The observed wire damage appeared to be the result of abrasion against the metal braided shield due to repetitive flexing at this location. If exposed conductors from a damaged wire made contact with the metal braided shield while the system was connected to a tethered power source, the resulting electrical short could have resulted in the low speed events captured in the log file. The hmii IFU and patient handbook address driveline damage including how to identify signs of potential damage and respond should patients suspect damage. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.